Event description:
It was reported the system locked up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was replaced. The system was then found to be operating as intended.